Event description:
Event: post implant intervention to treat endoleak. Case details: the patient was successfully implanted with an ancure bifurcated device in 2000. During the annual follow-up exam it was noted that the graft had migrated and a type 1 endoleak was observed, in 2002 a competitor's cuff was placed in the superior attachment system to resolve the endoleak. The patient is reported to be doing well.